Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
(B)(4) received a report stating the enteral feeding tube fell out of the patient's stoma site. When the patient's mother checked the balloon it had a hole. The mother transported the child to the hospital because the tube fell out overnight and the stoma site had closed by the morning. The stoma site was re-opened in the morning. No additional information was provided in regards to the patient's status.